Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image revealed that the anchor had some deformation present, most likely from crushing. There was debris on the anchor potentially indicating use. A visual inspection revealed that the device was returned without the tip protector or other protective packaging. The anchor was detached from the inserter. The device had either been used or exposed to environmental substances, as there was debris on the anchor and inserter, and markings indicating that the anchor had been handled with pliers or graspers. There was not any sign of fracture on the anchor, but the plastic was deformed at the distal tip. A functional evaluation could not be completed in full since the anchor was detached. The torque limiter functioned as expected. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the drawing found that the device must be sent with a tip protector. A review of the risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: breakage of the suture anchor can occur if insertion sites are not properly prepared prior to implantation. Rotate the torque limiter counterclockwise only enough to allow the sutures to slide easily. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint. Excessive force during insertion can cause failure of the suture anchor or insertion device. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, off-axis insertion, or improper preparation of insertion sites.

Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that when the package of the footprint ultra pk suture anchor 5.5 was opened, the anchor was broken. It is unknown when the event occurred relative to surgery, and if there was a delay. Procedure was completed with a back up device and no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.